Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. The vessels have moderate to severe tortuosity throughout, the aortic neck is 4 cm in length, the angulation of the aortic neck was approximately 75 degrees, and the iliac arteries were diseased and ectatic that flared out in the distally. After the stent grafts were implanted the final angiogram was performed and revealed that there was a proximal and distal type I endoleak present. The physician modeled the stent graft with two reliant stent graft balloons, which were placed completely within the stent graft. The proximal type I endoleak resolved, however, the distal type I endoleak did not resolve. The physician modeled the distal endoleak again; however, the reliant balloon was not completely within the stent graft and when the reliant balloon was deflated the patient lost blood pressure. The physician re-inflated the reliant balloon in the proximal aortic aneurysm. Another angiogram was performed and the vessel was found to have perforated. The physician then implanted an endurant iliac stent graft distal to the ipsilateral iliac limb, but there was a type iii endoleak between the two stent grafts. The physician modeled the two stent grafts with the reliant balloon, an 8 mm balloon and a 12x2 balloon. The type iii endoleak slightly diminished but was still present. The physician elected to implant a 7x59 icast stent and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, arterial perforation), patient's condition affected effectiveness of device (diseased, ectatic iliac arteries), incorrect technique/procedure (balloon was inflated outside the stent graft). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (diseased, ectatic iliac arteries), user error contributed to event (balloon was inflated outside the stent graft).